Event description:
A customer reported a lower than expected vitros phyt result (4.0 ug/ml vs. An expected result= 6.69 ug/ml) for a single proficiency sample run on the vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer reported lower than expected vitros phyt result for a single proficiency sample run on the vitros 250 chemistry system. The root cause of the event is user error. The operator incorrectly interpreted the analyzer wash flag and diluted the proficiency sample. The customer was made aware of the improper response to the analyzer flag. There is no evidence to suggest that either the vitros 250 chemistry system or the vitros phyt reagent malfunctioned.